Event description:
It was reported to medtronic minimed that the customer noticed a loss connection between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non-physical device mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the logs medtronic see the cause of the failed pairing was due to a lost bonding during the pairing process. During the bonding process between the pump and phone, the bonding went from a state of bonding to notbonded, when it should have gone from bonding to bonded. And also medtronic see several disconnection, the main reason for failed connection attempts was supervisortimeout errors thrown by os, supervisortimeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Issue is confirmed. To assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (phone's settings then go to apps, three dots upper right). Uninstall the minimed mobile app from the phone. Reset network settings for wifi bluetooth. Turned bluetooth settings off for 30 seconds turned it back on. Restart phone reinstall the minimed mobile app to the phone attempt to pair back the pump the phone initiate an upload and sync to carelink after pairing. Helpline dint provided any feedback on the recommendation steps provided. If customer still face issue medtronicrequest to reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.